Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet would not turn on. The device remained unresponsive despite multiple charging attempts on a functioning pad (solid green light). The user also tried a different outlet with no success. The wake/sleep button was also unresponsive. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.